Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: *(B)(4), ubd: , UDI#: h3: product ID: 97755-s, serial #: (B)(4) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said it had been taking longer and longer to recharge the implantable neurostimulator (ins). Pt said today it took them an hour and 45 minutes (had never taken that long before). Pt said they started at 30% and said it might have been longer then an hour and 45 minutes. Pt said their recharger (rtm) paddle was seeming to get very warm/hot. Pt said it seems to take awhile before the rtm gets hot. Pt inspected the rtm and controller port; pt said they both looked good. Patient services (pss) walked pt through resetting the controller and started another charging session of their ins. Pt was able to start recharging with excellent quality (controller 50%, ins 100%). Pt said if they barely move, the charging disconnects and will display poor recharging. Pt also mentioned that the controller used to make a noise when it's done recharging but it no longer does that. Pt wiggled their rtm cord and the charging disconnected immediately. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Ps reopened and reassigned case to send email to repair for a replacement controller. Pt called back and stated it was still taking them 1 hour and 45 minutes to charge their implant. Pt noted the intermittent charging connection was resolved and the recharger did not get warm anymore. Ps reviewed previous information documented and the pt mentioned the controller used to make a sound when their implant was done charging and now it didn't. Pt also noted it used to take nowhere than half an hour to finish charging their implant and now it was triple the time. Ps closed case. Additional information received from the patient. Caller said controller would go dark right when they unplug from ac power to plug in rtm. Pss reviewed info and caller confirmed they hadn't taken battery out of old controller. Caller put battery in the replacement controller and was able to successfully pair the controller to the ins.